Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number remains implanted and thus was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Review of sterility certificate could not be conducted since the serial number of the device is unknown. Of note, it was reported that an outflow graft obstruction was confirmed and a stent was placed in the outflow graft to resolve this issue. Based on the limited information available, there is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on risk documentation and the available information, a possible root cause of the reported low flow event may be attributed to constriction of the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low flow alarms, dyspnea, nausea and vomiting and was admitted to the hospital. The work up indicated an extrinsic outflow graft obstruction, thought to be between the ¿gore-tex¿ cover and the outflow graft. The extrinsic compression was removed in the operating room (or) and was tolerated by the patient. The patient was transferred from the intensive care unit (ICU) to the stepdown. During this time the patient¿s end organ functions were worsening. The patient¿s respiratory status was poor due to flash pulmonary edema. The patient was intubated and brought back to the ICU for management. Unsure of the etiology of the patient¿s worsening clinical status, the patient was started on broad spectrum antibiotics and steroids since the hemodynamics were suggestive of sepsis. Another outflow graft obstruction was suspected. The transesophageal echocardiogram revealed a kink in the outflow graft, while the computerized tomography (CT) angiography did not show this. The patient was diuresed in hopes for improvement of respiratory status as well as hemodynamics. The patient¿s respiratory status worsened. The patient¿s blood oxygen saturation was marginal and worsening throughout the day and the decision was made to sedate and paralyze the patient. A decision was made to initiate veno-venous extra corporeal membrane oxygenation (vv-ECMO) since x-ray imaging was suggestive of acute respiratory distress syndrome (ards). The patient was brought to the cath lab to confirm an outflow graft obstruction. The gradients were consistent with an obstruction and a stent was placed in the graft. The patient¿s lung function improved and was explanted from vv-ECMO without difficulty. The patient self-extubated and oxygen supplementation was weaned. Once stable the patient was transferred to the floor and was diuresed with intravenous (IV) lasix, and felt much better. A ramp study was done to optimize pump speed. The outflow graft remains in use. No further patient complications have been reported as a result of this event. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.